Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was determine the probable cause of the broken basket due to: 1) due to various factors such as the shape, numbers, hardness of the calculus, and the magnitude of the force necessary to close the basket wire, it can be inferred that a force larger than expected might have been applied to the device while the basket wire was grasping the calculus. 2) the basket wire broke due to above description 1). The instruction manual contains the following descriptions, and it warns against this event. ·do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. ·never use excessive force to operate the instrument and bml handle. This could damage the instrument and/or bml handle. ·do not open and close the basket too quickly. Doing so could damage the instrument. ·this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. ·do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a procedure approximately two (2) months ago, the subject device malfunctioned. During stone crushing, the working wire broke between the basket and the handle, at the patient's mouth. The physician was unable to use the emergency handle due to the location of the break and the working wire was too short. The patient had to undergo an unintended surgery to remove the stone. Attempts to retrieve additional information are in progress.